Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection with the naked eye was performed which did not show the nurse having difficulty disconnecting the patient connector from the female connector. Due to the nature of the sample, no further sample evaluation could be performed. The reported condition was not verified. The sample was found to be conforming product during evaluation of the sample video. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name:(B)(6).hospital. Initial reporter address : (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue. Further described as "patient end connection transfer set came loose, the connector cannot locked tightly". The transfer set remained in place. This occurred before use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.